Event description:
It was reported that there were impedances >4000 ohms on some of the bipolar pairs. A low implantable neurostimulator (ins) battery was reported. Battery replacement was scheduled for the day of the report. The stimulation was not as strong as it used to be and sometimes intermittent. The contacts 0-4 and 1-4 had >4000 ohms and it was stated that the doctor thought this was because of low battery. The therapy was fine until recently. The low battery "started" recently. It was later reported that the doctor assumed due to age, the ins was simply reaching end of service (eos). At the time of the report the patient was receiving the same therapy (effective therapy) as he used to get before his battery reached end of life (eol).

Manufacturer narrative:
Concomitant medical products: product ID: 3487a-33, lot# j0417758v, implanted: (B)(6) 2004, product type: lead. Product ID: 3487a-33, lot# j0406537v, implanted: (B)(6) 2004, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, product type: extension. Product ID: 7435, serial# (B)(4), implanted: (B)(6) 2004, product type: programmer, patient. (B)(4).